Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a s205 (backup battery) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.